Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. One probe was returned for evaluation. The probe complaint sample was visually examined and deemed nonconforming. The needle is bent just above the stiffener and is almost to the state of being broken off. No functional testing could be performed due to the damaged needle. The evaluation does confirm the probe needle shaft is almost broken. This damaged condition would not allow a probe to actuate. The probe needle can be damaged easily, so any heavy shear pressure can result in the needle bending or cracking. This broken condition does not point to a manufacturing issue, but to a handling issue by the end user. No specific action with regard to this complaint was taken as the reason for the complaint issue is due to user handling of the probe. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that actuation failure of the probe occurred during a procedure. The condition of aspiration was unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.